Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, the patient reported that her infusion set fell off while she was sleeping, and the infusion set tubing detached. The infusion set might have caught up with something while she was sleeping or due to perspiration. The site location was upper thigh, and the pump was located on her waist band. Moreover, the infusion set had been used for two days. Reportedly, the infusions were stored in the hallway closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, her blood glucose level was 152 mg/dl. No further information available.